Event description:
Cohman disposable perorator 26-1221 14mm lot *+dg810-* did not completely perforate first hold, on the second hole it damaged the dura and underlying brain tissue. #2 codman disposable perforator lot #*+h814+* was opened. Dr.yarrow stated it "wobbled" and he repositioned it in the drill it continued to wobble and was replaced with acra disposable crainial perforator lot 937 which worked satisfactorilydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.